Manufacturer narrative:
Visual inspection of the abutment screw showed an unusual appearance in terms of parts color and or parts surface this condition is found most likely due to submitting the abutment to unusual environment or temperatures it was confirmed by the customer that product was placed in oven to break the cement from the abutment. The abutment screw inspection revealed damage in the threads and the drive feature was observed to be stripped which could be a contributing factor for a loosening. The complaint was confirmed due to the damaged condition. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. Review for the screw lot number was performed and this is the only complaint related to a screw form the lot under evaluation. A definitive root cause has not been determined.

Event description:
The dentist reported that patient arrived with crown and abutment in hand. Abutment screw kept loosening. It was placed on (B)(6) 2016 and removed on (B)(6) 2016.